Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. It was reported that the pump was replaced on (B)(4) 2017 and that the manufacturer's representative was sending in the pump for disposal. No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Analysis of the pump found that there was eos due to time progression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was returned. The patient¿s weight was unknown. The reason for return was ¿normal battery depletion (eri).¿ it was noted there was no performance issue and the pump was replaced on (B)(6) 2017. No further complications were reported/anticipated or expected.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [15 mg/ml] at a dose of 5.1 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that the patient came to their facility to start the process of getting the pump replaced. The hcp interrogated the pump and noticed that the replace pump by date was (B)(6) 2017. It was noted that the patient said they had not heard the alarm from the elective replacement indicator (eri) alarm since it occurred on (B)(6) 2017 but the non-critical alarm of eri occurred and low reservoir was confirmed by telemetry. It was noted that they performed an alarm test that day (B)(6) 2017 and the patient could hear the alarm test. It was indicated that it was unknown if the low reservoir or eri was expected. It was stated that it was unexpected. It was discussed that the pump would reach end of service (eos) at some point that day (B)(6) 2017 and to monitor the patient for signs and symptoms of underdose or withdrawal. It was indicated that the pump was still functioning as of the time of the call. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.